Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implant, the lens got stuck in the inserter, the doctor had to enlarge the incision on the opposite side to fit an instrument in to remove the lens from the injector. The lens was well centered and remains in the patient's eye with one torn haptic. Miocol was used post-op with no immediate effect on the patient. The patient's status was described as, "left asc with no issues we are aware of".

Manufacturer narrative:
Additional information: concomitant medical products and device manufacture date (september 2015). The lens was returned to b+l. Visual inspection found the blue silicone cushion stuck in and protruding from the tip of the syringe. The tip of the syringe is bulging or mushroomed out due to the blue silicone cushion. No haptics were found in the delivery device. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.